Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after receiving vibratory alert. Upon interrogation, the left ventricular lead exhibited high impedance. High impedance and high threshold were noted in few vectors. The device was in bipolar configuration. Programming changes were made and the configuration was changed. The patient was stable and will continue to be monitored.